Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device was received with product packaging and labeling. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency was tested using an 0.035¿ guidewire and passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential catheter shaft break was observed just distal to the y-hub. Sanding marks were noted on the catheter underneath the strain relief and at the location of the break. Medical records review: medical records were not provided. Image/photo review: images/photos were not provided. Conclusion: the investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, resulting in the reported leak. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon leaked during use in the left iliac artery. It was further reported that there was no retraction difficulty through the sheath and another balloon catheter was used to complete the procedure. There was no reported patient injury.